Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been another similar event for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient implanted with an exeter stem was revised following a fall. **update** pain when the patient fell. The stem was found to be broken when being revised on (B)(6) 2017 right hip.

Manufacturer narrative:
Additional information: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through a mar dated (B)(6) 2018. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2018. The report noted: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Damages consistent with the cement-mantle breakdown and explantation processes were observed on the stem. The proximal neck of the stem were analyzed under a scanning electron microscope (sem) for further evaluation. Material analysis: a material analysis has been performed. The report concluded: the stem fractured in fatigue. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been one other similar event for the reported lot. Conclusion: the mar concluded that the stem fractured in fatigue. However the root cause of the fracture could not be determined. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. If additional information and/or the device becomes available this record will be reopened.

Event description:
The customer reported that a patient implanted with an exeter stem was revised following a fall. **update** pain when the patient fell. The stem was found to be broken when being revised on (B)(6)2017 right hip.